Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000078265.

Event description:
Manufacturer reference number: (B)(4). It was reported that the patient was experiencing ineffective therapy and pain at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 where the ipg and lead was replaced to address the issue. It is unknown which lead caused ineffective therapy.